Manufacturer narrative:
The reported issue was resolved though phone support. It was confirmed that back-up instrument was used to complete the procedure. The system was verified and ready to use. .

Event description:
It was reported that during a da vinci-assisted oophorectomy surgical procedure, the vessel sealer extend was clamped on a vessel and they were not able to get the emergency release to work. The technical service engineer (tse) reviewed the error logs and found an error 256 and 283. The tse asked the customer to press the emergency stop button and left the system in a faulted state prior to using the grip release slider to open the instrument jaws. The customer stated that they did not press the e-stop button prior to using the manual release slider. The customer was able to finally release the tissue by sliding the mechanism. There was no reported injury.

Manufacturer narrative:
The probable root cause was attributed to a grip release process incorrect performed. The e-stop button was not using prior using the grip release slider which cause the instrument mechanism to lock up.

Event description:
Refer to h11 for follow-up information.